Event description:
Customer reported that he had unexplained low blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 23 mg/dl. Customer stated that his insulin pump malfunctioned it shut off and did not alarmed to alert him of a problem. Customer stated that he passed out in the store and was taken to emergency room. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.